Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system all-in-one was not powering on. A technical support specialist restored power to the cabinet, powered the unit using the power button, and verified successful medication dispensing functionality to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a half-height main drawer 3.1 experienced a failure due to a suspected obstruction. The user reported the drawer would not close, and the technician noted it felt obstructed, as if something was behind the drawer. Although the drawer appeared to function, it could not be fully closed. An error was encountered during attempts to recover storage space, and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.